Event description:
It was reported that patient presented for a scheduled procedure. During implant procedure, it was noted that the lead's helix was damaged. The lead was replaced with new lead as a result. Patient condition was stable.

Manufacturer narrative:
The reported event of helix damaged was confirmed. A complete lead was returned in one piece with the helix found compressed/bent and clogged with blood/tissue. X-ray inspection found the inner coil inside the connector region normal. X-ray examination of the helix mechanism found the helix compressed/bent consistent with procedural damage. The cause of the reported event was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.